Manufacturer narrative:
Upon receipt of the device, the device was evaluated by neurowave medical technologies. The device met the original equipment mfg (OEM) specifications.

Event description:
The pt is a woman who was (B)(6) pregnant at the time of this event. Pt's physician prescribed primabella for severe nausea symptoms associated with pregnancy on (B)(6) 2011. Pt received the device on (B)(6) 2011 and started using the device on (B)(6) 2011. Pt reports that primebella use helped in alleviation of her nausea symptoms. Pt went to her doctor for (B)(6) regular check-up on (B)(6) 2011. Pt stated that her prescribing physician told her that an ultrasound performed on (B)(6) 2011 revealed that the baby had stopped developing at (B)(6). The baby was surgically removed. At the time of event, the pt was not experiencing any discomfort other than nausea. Causal connection between the use of the device and the miscarriage cannot be ruled out.